Manufacturer narrative:
The suspect device was sent to olympus for evaluation. Inspection and testing did not reproduce the blurry image. It was noted that the charge-coupled device glass had been cleaned. A review of the device history record found no deviations that could have caused or contributed to the blurry image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the image was blurred due to damage to the charge-coupled device unit, sliding error of the movable length range occurring in the zoom scope blurring the image within the allowable range, or damage or deformation of the connector. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to reduce/prevent the issue: operation manual: inspection of the endoscopic system. Operation manual: important information. Please read before use. Warnings and cautions: olympus will continue to monitor field performance for this device. This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. In addition, switch one and the switch box were discolored due to chemical stress during reprocessing, and the nozzle was deformed due to handling. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported that, during reprocessing, the tissue glue stuck to the surface of the subject device and could not be removed, and the image was slightly blurred. There was no harm or user injury reported due to the event.